Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device displayed error is 46228. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for investigation in used condition. Visual and functional testing did not confirm the customer reported complaint but a damaged battery compartment was found. The battery compartment was replaced and the device was tested again where it still passed all functionality tests. A review of the service history of the device shows that the device has not been in for service in the last 12 months.